Event description:
It was reported that when the stapler was used during a rectum procedure, it was reported that during surgery, as the surgeon placed the stapler through the rectum and hooked the top of the bowl portion, the stapler would not fire. The stapler had to be replaced with a new one.